Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; confirmed that the probe unit was broken. The broken probe unit was not returned for evaluation and measured approximately 8mm; however, the remaining intact portion of the probe unit measured 11 mm. There were scratches and char marks noted on the jaw, teflon pad and at the proximal end of the device. An u509 error code was observed on the test generator due to the broken probe unit. The ptfe pad (teflon pad) was inspected and was found severely worn (melted) and partially split in cross direction exposing metal. Based on the investigation findings the most likely cause of the reported event can be attributed to the probe sustaining impact damage and/or excessive force applied during use resulting in the user experience.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur"

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the tips (probe) from two handpieces broke off and fell inside the patient. It was reported that after the first device failed the surgeon replaced it with second device that was used for a brief period until the probe broke. The surgeon retrieved the device fragments with an unknown device. The intended procedure was completed with a third similar device. There was no patient injury reported. This is 2 of 2 reports.